Event description:
It was reported from the clinical study, at baseline, the patient had abnormal neurological exam with neurological symptoms of speech, aphasia, and seizures. The patient had an ablation for high grade glioma on the right frontal side. The patient later had an additional ablation procedure for a second lesion in the left frontal lobe and experienced expressive aphasia and cth (computed tomography head) showed iph (intraparenchymal hemorrhage). The patient was given steroids. The event was indicated as mild for its severity, was not reported as a serious adverse event, but was reported as definitely related to the surgical procedure. There is not evidence of whether the patient returned to their baseline level of aphasia.